Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted in the right femoral artery with an impella cp experienced leaking below the diaphragm. The sheath was removed and pressure was held. Access was successfully obtained in the left groin. The patient expired on support.

Manufacturer narrative:
H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. Related report was added as it was omitted from previously submitted reports.

Event description:
Clinical rationale: a 57-year-old male presented with acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage d. During the procedure, a 14 fr 13 cm peel away sheath was inserted into the right femoral artery. Upon removal of the dilator, the sheath was noted to be leaking below the diaphragm. The introducer was removed, and manual pressure was applied. Vascular access was then successfully obtained via the left groin, where a 14 fr 25 cm peel away sheath was inserted, and an impella cp (s/n (B)(6)) was placed at 5:27 pm. The event involved a malfunction of the first introducer, resulting in a fluid leak and requiring device replacement. Although the impella cp device was placed successfully via alternate access, the patient ultimately expired during the procedure. Based on available information, the pump was not implicated in the cause of death; however, both devices will be returned for further analysis to determine whether any device related factors contributed to the clinical outcome. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
B5 clinical rationale was added. H6 code d16 was reported incorrectly on the initial report that was submitted. The correct code was added to the investigation conclusions code. Investigation summary: the investigation has been completed. No product return. Analysis summary: hemodynamic instability / peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.